Event description:
It was reported that when using the bd pyxis¿ medstation¿ es printer label was not printing. User attempts to print were unsuccessful, and rebooting the station and unplugging the usb connector did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the small tab inside the printer was positioned too far to the right. A field service engineer moved the small tab back to its original position and performed multiple test prints. Customer also printed a label to confirm that the printer was working correctly. The system functioned as intended after the field service engineer repaired the device.